Event description:
The destination therapy pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted to the hosp, due to a potentail failed pump. The vad coordinator stated that the pt was getting frequent controller alarms (yellow wrench). Also, the pt's wave forms showed abnormalities, which indicated bearing wear failure. It was decided by the surgeon to take the pt to the or, and his pump was exchanged to the MFR's clinical trial vad. The pt remains stable and on lvad support.